Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that as the scrub tech was trying to connect the unipolar shell to the angled handle, the shell would not lock into the handle. We opened up another pan and the other angled handle we have would not work either. We tried using a different unipolar shell size but that did not lock into either handles. This made the process of sizing the socket very difficult. Both handles were discarded. It looked like the locking device on each handle had been worn from overuse. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.